Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 453 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 453 mg/dl. Customer blood glucose reading at the time of the incident was over 458 mg/dl. Customer also had 350 mg/dl blood glucose reading. Customer high blood glucose reading stared on early (B)(6) 2017 at 1:55 am. Customer did not have symptom. Customer treated their high blood glucose reading with the insulin pump. Customer drive support condition was not mentioned. Customer declined to check for occlusion. Customer did not mention if the cannula was bent. Infusion set was changed on (B)(6) 2017. Customer changed the set every 2-3 days. Customer stated there was leaking on the tubing. Customer reported bolus wizard was programmed accurately. Customer did not perform high pressure test. Customer also reported rewinding issue. Insulin pump will be returning for analysis.